Event description:
It was reported that the pin was broken and part of the tip was missing on the instrument. The instrument was used during the surgery. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.